Manufacturer narrative:
(B) (4). The atrial and ventricular impedance graph value was equal to zero on the programmer. Please note that when the analysis was received, it was decided to report this case as an MDR. Since the device remains implanted, the files from the programmer were reviewed. The files revealed that the automatic lead measurement feature was not activated, leading to the absence of value on the graph. This reported event resulted from a programmer software anomaly which did not active the a and v automatic lead measurement when the device was programmed to aai mode either before or at implantation. The device remains implanted, event attributed to the programmer. (B) (4): device remains implanted.

Event description:
During a follow-up interrogation, the atrial and ventricular lead impedance graph was populated with values equal to zero. Successful manual tests were performed during the follow-up. The device remains implanted.